Event description:
Reporter alleged obtaining a discrepant blood glucose results of 131 mg/dl back to back with a result of 63 mg/dl when testing was performed less than 10 mins apart on the advantage system. Reporter did not indicate if he was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.